Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received four inappropriate shocks.   The device was started up at 05:38:53 on (B)(6) 2022. At 16:13:34, asystole was detected. ECG shows sinus rhythm @ 80 bpm with bbb degrading to asystole with unconducted p waves. From 16:14:38 to 16:15:18, an arrhythmia was detected two times. ECG shows asystole. At 16:16:43, an arrhythmia was detected. ECG shows asystole with motion artifact. At 16:17:07, the patient received a non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was asystole with motion artifact. Post shock rhythm was asystole with motion artifact and intermittent cardiac activity. At 16:17:34, the patient received the first inappropriate treatment. The rhythm at the time of treatment was asystole with motion artifact and intermittent cardiac activity. The post shock rhythm was sinus bradycardia @ 40 bpm with hb and motion artifact. At 16:18:42, an arrhythmia was detected. ECG shows sinus bradycardia @ 40 bpm degrading to asystole with intermittent cardiac activity. At 16:20:54, an arrhythmia was detected. ECG shows asystole with motion artifact and intermittent cardiac activity. From 16:20:56 to 16:21:16, an arrhythmia was detected two times. ECG shows asystole with motion artifact and intermittent cardiac activity. At 16:21:40, asystole was detected. ECG shows asystole with motion artifact and intermittent cardiac activity. At 16:24:15, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact and intermittent cardiac activity. At 16:25:41, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact and intermittent cardiac activity. At 16:27:09, the patient received the second inappropriate treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact and intermittent cardiac activity. The post shock rhythm was CPR/motion artifact. At 16:27:41, the patient received the third inappropriate treatment. The rhythm at the time of treatment was CPR/motion artifact. The post shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. At 16:27:09, the patient received the fourth inappropriate treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact and intermittent cardiac activity. The post shock rhythm ECG is not available. The electrode belt was disconnected at 16:28:14 on (B)(6) 2022. Per holter monitor the patient was in asystole with CPR/motion artifact and intermittent cardiac activity at the time of the electrode belt disconnection. The patient passed away on (B)(6) 2022. A patient received four inappropriate shocks. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection.